Manufacturer narrative:
An outside united states (ous) customer contacted a siemens customer care center to report a falsely depressed results obtained on patient samples on an immulite 2000 xpi instrument with multiple assays: cea and psa. The siemens customer service engineer (cse) was dispatched to the customer¿s site and evaluated the instrument and the customer's sample handling. The cse checked alignments, tested dispense angle of both probes, aspirate and dispense of probes, performed substrate volume check, water volume check, and water test, and replaced the bead detect sensor. It has been verified that all sample tubes are checked by the operator and it was confirmed that a single sample tube was used for all repetitions performed. The alignments related to the sample probe, reagent probe, reagent carousel, and sample carousel have been rechecked and corrected. The substrate volume check test was conducted for 30 reaction tubes, and all showed a volume of 200 l. The spyfiles were checked and sample level discrepancies were found. Siemens is continuing to investigate.

Event description:
The customer reported the observation of falsely depressed results obtained on patient samples on an immulite 2000 xpi instrument with multiple assays: cea (carcinoembryonic antigen) and psa (prostate-specific antigen). The erroneous results were not reported to the physician(s). The samples were repeated on an alternate immulite instrument. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed cea and psa results.

Manufacturer narrative:
Siemens filed the initial MDR 2247117-2025-00007 on 07-nov-2025. Additional information 10-nov-2025: a siemens customer service engineer (cse) checked the instrument and performed adjustments of probes. Sample level discrepancies were observed in the log files. The cse performed a fine alignment for the sample probe, sample carousel, reagent probe, and reagent carousel. Afterwards, no further discordant results have been observed, and all results have been approved by the customer. The complaint was resolved by routine troubleshooting. The instrument is operational. The immulite 2000 xpi instrument is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation findings and investigation conclusions codes were updated.